Manufacturer narrative:
Retainer ring = black case type = ngp customer returned insulin pump for an alleged insulin pump error alarm, insulin pump error alarm, blank display and cosmetic damage located at the back found on (B)(6) 2021. The insulin pump was received with a cracked battery tube threads and a cracked case-corner of belt clip rails near the battery tube compartment. The insulin pump powered up properly after battery installation. The insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.087 inches. The insulin pump was monitored for several days and no insulin pump error alarm, insulin pump error alarm and blank display noted. Successfully downloaded history files and traces using thus. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within specific range. No alarms/alerts were noted. Please see below for the date range listed in the formatted history file. The formatted history file lists data from april 23, 2022 to october 10, 2022. There was no data available to verify power error , low battery alert, power loss alarm and replace battery alert/replace battery now alarm in the formatted history file for the event date of (B)(6), 2021. Per r&d engineer, there was no evidence of insulin pump error alarm in the history files and traces. Also, insulin pump error alarm was generated since the backup vcc voltage (0.871) was below the limit (2.900). Suspecting the hw. The insulin pump was cut open to perform visual inspection and it was verified that the battery tube power connector is properly connected to electrical board1. No evidence of physical or moisture damage on the electrical board 1, electrical board 2, force sensor, motor and vibrator assembly noted. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a missing display window/cover, a cracked keypad overlay, a stained keypad overlay, a pillowing keypad overlay, a scratched case and a serial number label fading. Cosmetic damage was confirmed at the back of the insulin pump. Blank display was not confirmed. Insulin pump error alarm was not confirmed. Insulin pump error alarm was confirmed. Insulin pump error alarm, suspecting the hw. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The device was returned for the analysis.

Event description:
Information received by medtronic indicated that customer reported multiple pump error alarm and a crack at the battery compartment along with a blank display. The customer also stated the belt clip was broke. Customer reset the insulin pump, remove battery, press and hold the back button for 20 seconds and the insulin pump screen was turn off. Customer inserted a recommended new or fully charged battery and it was able to clear the insulin pump error, power loss alarm and program the insulin pump. Customer had check alarm history and document finding insulin pump error alarm. Customer was unable to clear the insulin pump error alarm. Trouble shooting was performed successfully. No harm requiring medical intervention was reported. The customer will discontinue to use the pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.